Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-aug-2017. The most recent information was received on 17-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("belly aches") and ovarian cyst ("left ovarian cyst resection") in a (B)(6) year-old female patient who had essure (batch no. 717650) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "bad tolerance". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), alopecia ("hair loss"), asthenia ("asthenia"), vertigo ("vertigos"), myalgia ("muscular pain"), arthralgia ("articular pain"), iron deficiency ("malabsorption of iron") and migraine ("migraines") and was found to have weight increased ("weight gain") and vitamin d abnormal ("vitamin d malabsorption"), 1 month 7 days after insertion of essure. On (B)(6) 2016, the patient experienced dyspepsia ("digestive problems"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with interstitial resection of essure and cyst resection along with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, alopecia, weight increased, asthenia, vertigo, myalgia, arthralgia, vitamin d abnormal, iron deficiency, migraine and dyspepsia outcome was unknown. The reporter provided no causality assessment for ovarian cyst with essure. The reporter considered abdominal pain, alopecia, arthralgia, asthenia, back pain, dyspepsia, iron deficiency, migraine, myalgia, vertigo, vitamin d abnormal and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Colonoscopy - on an unknown date: negative results. Computerised tomogram - on an unknown date: negative results. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 21-jan-2019 for the following reason: intervention required field ticked for the event belly aches. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.